Manufacturer narrative:
Investigation summary: an internal complaint ((B)(4)) was received indicating a grounding pad (part number 88-000102, lot 171000302) was not functioning properly and shocked a physician during use. The initial complaint report indicated a sample was available for return. However, as of the date of this report, a sample has not been received. The fedex tag that was issued to the initial reporter has expired. When the complaint investigator contacted the customer to follow up on sample return, the investigator was told that sample may no longer be available. The grounding pad is manufactured by cathay manufacturing corp. And is purchased by deroyal through a distributor. A supplier corrective action request was sent to the distributor on july 5, 2018. As of the date of this report, a response has not been received. The investigation is ongoing at this time. When new and critical information is received, this report will be updated.

Event description:
The end user reported the grounding pad is not working properly. It caused the alarm on the unit to activate, which the end user speculates may be due to not making good contact. The doctor reportedly felt a shock.

Event description:
The end user reported the grounding pad is not working properly. It caused the alarm on the unit to activate, which the end user speculates may be due to not making good contact. The doctor reportedly felt a shock.

Manufacturer narrative:
Root cause: in the supplier corrective action request, deroyal's distributor, one source trading, indicated no non-conformities were identified during the production or inspection process. Retention samples passed the manufacturer's internal inspection. Because the defective product was not returned, it could not be tested or analyzed. A root cause could not be identified. Corrective action: a corrective action has not been taken. Investigation summary: an internal complaint (B)(4) was received indicating a grounding pad (part number: 88-000102, lot: 171000302) was not functioning properly and shocked a physician during use. The initial complaint report indicated a sample was available for return. However, as of the date of this report, a sample has not been received. The fedex tag that was issued to the initial reporter has expired. When the complaint investigator contacted the customer to follow up on sample return, the investigator was told that sample may no longer be available. The grounding pad is manufactured by cathay manufacturing corp. And is purchased by deroyal through a distributor. A supplier corrective action request was sent to the distributor on july 5, 2018. As of the date of this report, a response has not been received. Deroyal sold (B)(4) cases of the finished good between december 16, 2016, to july 6, 2018. Each case contains (B)(4) each, which equates to (B)(4) sold. No similar complaints were identified. This results in a complaint-to-sales ratio of (B)(4). Deroyal will continue to monitor post market feedback and will recognize in the future if the issue recurs. Preventive action: a preventive action has not been taken. The investigation is complete at this time. If new and critical information is received, this report will be updated.